Event description:
Customer reported that buttons were getting stuck, requiring multiple attempts to return to the home screen to operate the pump. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.